Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the screwdriver t25 w/straight handle std f/ma (p/n: 03.632.005, lot #: 6612194) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped and deformed. There were scratches on the device but have no impact on the device functionality. The observed condition was consistent as an end of life indicator for the device. No other issues were identified with the returned device the complaint was confirmed during investigation. After a visual inspection per guidance, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 03.632.005. Synthes lot # 6612194. Supplier lot # na. Release to warehouse date: 08 jun 2011; 05 aug 2011. Manufactured by synthes monument. No ncr's were generated during production.,part # 03.632.005. Synthes lot # 6612194. Supplier lot # na. Release to warehouse date: 08 jun 2011; 05 aug 2011. Manufactured by synthes monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part # 03.632.005, synthes lot # 6612194, supplier lot # na, release to warehouse date: 08 jun 2011; 05 aug 2011, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the stardrive screwdriver tip is stripped. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the instrument room technician was assessing screwdrivers prior to sterilization and it was noted that the star design of tip of driver was rounded. This report is for one (1) sport grip t25 stardrive shaft f/matrix-standard. This is report 1 of 1 for (B)(4).